Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "up" button has been sticking for the last 6 months and require multiple presses to elicit a response. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the kyepad was found to be intact all of the keypad buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.